Manufacturer narrative:
After speaking with the customer's vice president of risk management, (b)(6, it was determined that there was not a fiber break, and therefore is not a reportable complaint. The fiber was attached to the holmium laser and the laser was unable to read the fiber. However, since the customer sent it as a reportable complaint, dornier medtech america will also consider it a reportable complaint. In the event that the fiber arrives at dmta, an investigation will be conducted and the complaint will be amended. No conclusions can be made since the product was not returned to dmta.

Event description:
The laser fiber was unable to be identified by the laser.